Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported. Age at time of event: 18 years or older.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the left anterior descending artery. During procedure, a 1.5 rotablator burr became stuck in the lesion. The burr was then dislodged and removed by wiring next to the burr with a series of balloon inflations. No patient complications were reported.

Manufacturer narrative:
Date of event is an estimated date based off the aware date as the exact event date was not reported.

Event description:
It was reported that the burr was stuck in the lesion. The target lesion was located in the left anterior descending artery. During procedure, a 1.5 rotablator burr became stuck in the lesion. The burr was then dislodged and removed by wiring next to the burr with a series of balloon inflations. No patient complications were reported.